Event description:
During a ptca stenting treatment procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a stenotic lesion in an unspecified coronary artery. The maverick2 monorail balloon was removed and the procedure was considered successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.